Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to noise. The lead was capped and replaced. The patient was in stable condition following the procedure.